Manufacturer narrative:
The investigation included review of the batch history record for the sku #(B)(4) (zoom whitening gel), lot# 12195001. The review of the batch history records did not uncover any adverse finding. In addition, the retain sample for sku# (B)(4) (zoom whitening gel), lot# 12195001 was tested and was found to be within specs. No other quality issues were revealed during the review of the said records. During the investigation, it was also noted that the dentist appeared to have used a whitening gel beyond its expiration date. As of (B)(6) 2014, customer has not provided a return sample of the zoom whitening gel. We will conduct testing on the return sample (if it becomes available) and determine if sample is within product specs. The zoom lamp used with the zoom chairside whitening kit was not returned for eval. There is no record that the dentist has purchased a zoom lamp from discus dental, hence no MFR date was provided in the form FDA 3500a. Based on the investigation and info provided, it appears that the incident described in the complaint might be due to too thin liquidam applied to the gums or improper isolation of the gingiva. Since the doctor performed a root canal on the two teeth mentioned above after the zoom whitening procedure, this event will be reported to the FDA. Discus will continue to monitor the customer complaints for similar issue.

Event description:
Dr (B)(6) called on (B)(6) 2014 stating a pt experienced pain and sensitivity on tooth #25 and #26 while performing whitening procedure on (B)(6) 2014. Root canal was performed on the two teeth mentioned above due to the pain and sensitivity experienced by the pt.